Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic low anterior resection, while performing anastomosis, the surgeon fired the device and the distal donut was incomplete. Leak test was negative, but the surgeon hand-sewed anastomosis as safety precaution and to reinforce the staple line and complete the case.